Event description:
Type of procedure: lap chole. Event description: standard usage during a lap chole procedure. The clip applier misfired a few times. No. None. Products expected to return: 1 clip applier. Patient status: no patient injury. Intervention: ni.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint: (B)(4), was included in the recall.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Corrections: corrected the date in g3 and selection in h5. Device was not part of a recall as stated in initial.

Event description:
Type of procedure: lap chole. Event description: standard usage during a lap chole procedure. The clip applier misfired a few times. No clinical impact to the patient as a result of the event. No other instruments were used when the event occurred. Products expected to return: 1 clip applier. Additional information provided by [name] on 19apr2024 via email: my understanding is that they squeezed the trigger, heard a click but staple did not come out. Patient status: no patient injury. Intervention: ni.